Manufacturer narrative:
The t:slim g4 cartridge instructions for use indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent, ongoing high blood glucose (bg) levels (300 mg/dl). The customer was not sure what caused the high bg and thought that it might be related to using the cartridge for more than 3 days. A correction bolus via the pump was delivered to address the high bg levels. Tandem technical support informed the customer the cartridge was not labeled to be used more than 3 days. The customer acknowledged the information.